Manufacturer narrative:
PMA/510(k) # class I n/a. Device evaluation the blb-024115 devices of lot number c1841826 involved in this complaint was not returned for evaluation, a document based investigation was carried out. Document review prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for blb-024115 of lot number c1841826 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1841826. It should be noted that the instructions for use (ifu0034-8) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. Possible root causes may be attributed to the device being kinked during transportation. Another possible root cause may be attributed to the user technique . Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of investigation.

Manufacturer narrative:
PMA/510(k) # class I n/a. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via email: a patient of undisclosed gender and age underwent an undisclosed procedure in which the biopsy backloading biopsy forceps, g48240, was used. Product opened to field. Product did not open/close properly. Product not used on patient. New product opened with success. Did any unintended section of the device remain inside the patient¿s body? If yes, please any additional procedures due to this occurrence? If yes, please describe. Describe. Was the patient hospitalized or was there prolonged hospitalization? Did the patient require. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. Per (B)(4) instructions for usage of manufacture's investigational additional questions, there are no additional questions listed for this device. Th 02nov2024.